Event description:
It was reported that an ilet user had been announcing ¿ghost meals¿ to correct elevated glucose and contacted support to ask if this practice was appropriate. The agent reviewed the user¿s report, advised against using meal announcements as a correction method, provided correct procedures for hyperglycemia management, and transferred the user to a clinician for further guidance on proper device use, with additional training assigned. Symptoms included hyperglycemia peaking at 187 mg/dl. Outcomes included user education and assignment of additional training to support safer device operation. Investigation included user interview and review of available use data. Investigation of this case revealed user technique error in using meal announcements as a corrective action rather than as intended for carbohydrate intake, with device performance otherwise unremarkable. It was concluded, based on previously established findings for similar reports, that the cause was user error related to operating instructions.